Event description:
Per the info provided to co by the physician's office, the device was removed due to "broken tubing at the pump strain relief junction." As reported to co the pump and assembly kit component(s) only were removed and replaced, leaving the reservoir component (catalog #191902) in place.

Manufacturer narrative:
According to the available information this inflatable penile prosthesis was implanted on 2/8/96 and revised on 10/28/96 due to a "tubing failure." Requests for the explanted prosthesis and for additional information surrounding this event have been made, however, to date neither the device nor the information have been received. Without the benefit of analyzing the explant and without the requested information be received, qa will re-evaluate this event in accordance with procedures. Frequency and severity of reports of this nature are no more frequent or severe than what is stated in the labeling or usual for service.